Event description:
It was reported that during a percutaneous peripheral intervention, balloon rupture occurred. Vascular access was obtained through ipsilateral approach. The 100% stenosed target lesion was located in the mildly tortuous and moderately calcified left common iliac artery. The 4.0mm x 20mm x 135cm sterling balloon catheter was used to treat the lesion. During the 1st inflation, the balloon ruptured at 4 atms. The device was removed intact. The procedure was completed using an unspecified size mustang balloon catheter and an implant of an unspecified size express ld stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the sterling catheter was received inside a sterling shelf box. The batch number on the label of the returned shelf box matched the information on the device. There was a stopcock attached to the inflation port. Magnified inspection revealed a longitudinal tear in the balloon wall on the distal end of the balloon. There were no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).